Event description:
It was reported the patient had wrist fusion surgery on the right hand in (B)(6) 2010. Approximately four months prior to the date of this report, the patient presented with pain of the metacarpals in the right hand. X-rays revealed three broken screws in the metacarpals, it was reported 7 or 8 screws were originally implanted. The surgery for the removal of hardware was scheduled and performed on (B)(6) 2014. There was a surgical delay reported of between 14 to 30 minutes. The hardware was removed and the procedure was successfully completed, the fusion has also been completed. This report is for 3 broken screws, part and lot numbers unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 3 broken screws, part and lot numbers unknown. Implant date: reported only as (B)(6) 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.